Event description:
While using amo complete moisture plus multi-purpose solution, one of the patients eyes became extremely uncomfortable and red. It turns out there was a recall on the product. Diagnosis: contact solution for contacts.